Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The user facility has not requested any service of the ventilator. It has not been communicated if any parts have been replaced. The investigation of the provided ventilator logs confirms alarms for low o2 concentration. The logs do not contain any technical error codes indicating ventilator malfunction at the time of the event. Pre-use check was successfully performed prior to the start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the delivered o2 concentration was drifting. There was no patient harm. (B)(4).